Event description:
The lay reporter, the lay patient's wife, contacted lifescan (lfs) alleging that the patient's one touch ultra meter was reading inaccurately high. At 6:47am on april 28,2006, the patient tested with the reported meter while feeling weak and shaky and after experiencing the symptoms of weakness and shakiness, the results obtained were 99 and 120mg/dl. However, it was not clear which reading was obtained before the other. The patient ate food and/or drank beverage as self-treatment. Information was not provided as to whether the patient adminstered self treatment between the meter readings. No information was provided regarding the patient's diabetes treatment regimen or meter readings obtained prior to the patient experiencing symptoms. The customer service agent (csa)discoverd that the patient was cleaning the puncture site incorrectly, which can contribute to inaccurate results. The meter , test strips, and control solution were replaced. The complaint is reported because the normal blood glucose range meter readings may not have correlated with the patient's symptoms suggestive of hypoglycemia.